Manufacturer narrative:
The medwatch report was filed based on info rec'd indicating that a needle stick injury had occurred. The medwatch report was based on erroneous info rec'd and has since been clarified. Additional info rec'd from reporter indicated that a needle stick injury did not occur with this unit. Clarification of the event indicated that the unit failed to retract but a needle stick injury did not occur. Supplemental submitted 01/02/1999.

Event description:
Needlestick injury reported due to needle retraction failure. Rn stated: autoguard turned and then inserted into the vein. After pressing the white button needle would not retract.